Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 8 months post tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve, the patient presented with dyspnea, fatigue, stenosis and elevated gradients measuring 35/50mmhg (mean/peak). The patient underwent a successful valve-in-valve procedure and was in stable condition.